Event description:
Patient reported she was hospitalized for 6 days. Patient stated she was admitted to the hospital on (B)(6) 2012 around midnight and went home on (B)(6) 2012. Patient stated on (B)(6) 2012 she felt dizzy and vomited. Patient reported she measured her blood glucose level with a result of 388 mg/dl and her husband took her to the hospital about an hour later where they measured her blood glucose level at 480 mg/dl. Patient stated the doctor told her the infusion device was not functioning correctly and lead to ketoacidosis based on them giving her insulin and her blood glucose level dropped. Patient reported when they put her on the infusion device again; her blood glucose level began to rise again. Patient stated there were not any alarm or error messages on the infusion device. Patient reported when she left the hospital her blood glucose level was at 200 mg/dl. Patient's normal blood glucose level was not provided. No further information is available. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.